Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient returned pump for led display anomalies observed on 04/23/2024. The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Unable to confirm led anomaly due to blank display anomaly. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, damage keypad overlay texture damage and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unable to confirm led anomaly due to blank display anomaly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between insulin pump and transmitter. Led light did not blink when connected to the sensor or to the tester. Transmitter is not damaged. Customer was advised to fully charge transmitter. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1882 was requested and customer responded the device was returned.